Manufacturer narrative:
D9 & h6: the quality investigation is complete.

Event description:
It was reported that during field service, a broken bur was found inside the drill. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Event description:
It was reported that during field service, a broken bur was found inside the drill. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the part/lot number were not reported. H6: a follow up report will be filed once the quality investigation is complete.